Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. An 8.0mmx80mmx135cm sterling balloon catheter was advanced to post dilate the lesion. Upon the first inflation, the balloon was successfully inflated at 8 atmospheres. Upon the second inflation, the balloon ruptured at 12 atmospheres. The balloon was retrieved intact and the procedure was completed with this device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).